Event description:
Reportedly, the device was explanted due to an unknown reason. The device was implanted in 2008; however, the date that the device was explanted is unknown. No other details were provided.

Manufacturer narrative:
Device not returned.